Manufacturer narrative:
The reason for device removal was infection and a long history of difficulty swallowing. The device was reported to be intact in situ, but heavily damaged during removal and handling, with only portions of the core, sheath, and fiber construct returned. Further, no radiographs or radiographic analysis were submitted. Therefore, it was not possible to determine the condition of the device at the time of removal. Another m6-c was present at an adjacent level and also removed at the same time. Two infections, staph. Aureus and c. Acnes were confirmed at the time of removal. Histopathology findings reported a foreign body granulomatous response, which may indicate a response to wear debris; however, the device was reported as intact, thus this could not be confirmed due to the extent of the extraction damage, missing components, and lack of radiographs and radiographic analysis.

Manufacturer narrative:
Corrected data:a1: (B)(6).h6: investigation findings - 3331.additional information: a2: age: 58 year(s).a3: patient sex: male.a4: patient weight: 50 kilogram(s).b7: smoker.d6a: if implanted, give date: on (B)(6) 2013.d6b: if explanted give date: on (B)(6) 2019.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. Additional information has been requested. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that two m6-c artificial cervical discs were removed.